Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced second degree heart block and almost passed out while on the treadmill. The implantable pulse generator (ipg) was not appropriately responding to activity. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.